Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 20 synergy drug-eluting stent was selected for treatment. However, during preparation, the stent struts were found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.